Event description:
It was reported that the right ventricular lead experienced noise, had an increase in impedance, and delivered inappropriate shocks due to oversensing. Lead fracture was suspected. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis revealed that the lead integrity alert had triggered. There was one patient alert for lead failure predictor on (B)(6) 2010. Analysis also noted high resistance/impedance. The daily pace impedance trend data shows an abrupt increase for ventricular pace bi impedance from 836 to 4047 ohms peak, then returns to 779 ohms between (B)(6) 2010 and (B)(6) 2010. Analysis also observed that oversensing was recorded. Fifteen ventricular non-sustained tachycardias with less than 210 ms average ventricular cycle lengths were recorded on (B)(6) 2010 in a timeframe of just over an hour. Twelve ventricular fibrillation episodes with average cycle lengths less than 210 ms were recorded between (B)(6) 2009 and (B)(6) 2010. Analysis additionally identified that interference/noise was detected. The ventricular short interval count (v-sic) averaged 23.6 counts/day, (B)(6) 2010.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.